Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had a pump replacement surgery because the device "didn't work." The drug used in this system was unknown.

Event description:
Additional information received reported according to the patient's health care provider at the time of the event, there was no record of a pump replacement. "First pump implanted on (B)(6) 2004 last seen 8/20/08 with functioning pump."